Manufacturer narrative:
Correction: b1, b2, h1, h6 (health effect impact code) additional information: a1, a2, a3, a4, b5, d9, h3 clinical review: there was no indication the patient experienced a serious injury as result of this blood loss. It was unknown why the patient¿s blood was not returned before the disposal of the cassette as it states in the multifiltratepro instruction for use that blood can be manually returned via the integrated hand crank as manual return of the patient¿s blood may have negated the need for transfusion. Additionally, the amount of blood loss in this instance can be considered non-life-threatening as most blood donations call for 500 ml of blood without deleterious effect to the donor. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
Additional details were provided upon follow-up with the country complaint administrator. The alarms occurred twelve hours into treatment. There were no other issues leading up to the alarms. There was "sizzling, then the device switch[ed] off" [sic]. The alarm codes produced were: 9040.1, 9046, and 9027.1 (internal communication problems). The machine¿s software has been updated since this occurred. The reported failure is a known issue (according to a sales representative and technician). The machine was confirmed to be fully operational again, however, the new software (version 6.02) does not fully resolve the problem. There was no serious patient injury or harm due to the event. The blood transfusion was given to the patient out of necessity, "because of blood loss due to failure to return the haemodialysis monitor" [sic]. This is not standard procedure and not considered a standing order. No further medical intervention was provided. The patient was set up with new supplies on another multifiltrate machine. No parts were replaced, and no sample is expected to be returned for evaluation.

Event description:
During a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy on a multifiltrate pro machine, it was reported that the screen flashed several times rendering it unreadable and uncontrollable. The machine was emitting a continuous alarm unfamiliar to the machine operators from the user facility. Approximately ten seconds later, the screen went blank without warning and the device shut down. The abrupt shutdown prevented the possibility of returning any blood to the patient. The event resulted in approximately 500 ml (or less) of blood loss. The patient reportedly required a transfusion of packed red blood cells due to the blood loss. However, there were no reported patient adverse effects or symptoms due to the events. It was reported that a sample was expected to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 alarm code is a collective alarm code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 alarm usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. Software version 5.02/6.02, which solves some causes that lead to the 9040 alarm, has already been implemented. A software problem was identified, and the cause of the failure was traced to device design. Appropriate measures were taken in a CAPA that was opened to address the issue.

Event description:
Additional details were provided upon follow-up with the country complaint administrator. The alarms occurred twelve hours into treatment. There were no other issues leading up to the alarms. There was "sizzling, then the device switch[ed] off" [sic]. The alarm codes produced were: 9040.1, 9046, and 9027.1 (internal communication problems). The machine¿s software has been updated since this occurred. The reported failure is a known issue (according to a sales representative and technician). The machine was confirmed to be fully operational again, however, the new software (version 6.02) does not fully resolve the problem. There was no serious patient injury or harm due to the event. The blood transfusion was given to the patient out of necessity, "because of blood loss due to failure to return the haemodialysis monitor" [sic]. This is not standard procedure and not considered a standing order. No further medical intervention was provided. The patient was set up with new supplies on another multifiltrate machine. No parts were replaced, and no sample is expected to be returned for evaluation.